Event description:
It was reported by the pt's daughter that the "ring broke" and the pt died. The mesh was explanted due to the fact that the pt could not eat and there was "yellowish liquid" oozing out of the closed incision site. The mesh was explanted in 2006, and the pt went home the same day with an abdominal binder over the wound. The pt went back to the dr the following due to bleeding from the site. The pt collapsed in the hallway and never recovered. The daughter reported a pulmonary embolism as the cause of death.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.